Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 05-sep-2019 and inspection of the unit was performed on 09-sep-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary slice by accessory, distal tip annual maintenance, distal cap/ case cracked, insertion tube bump at stage 1, passed wet leak test, passed dry leak test, umbilical cable bump under pve root brace, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 30-sep-2019: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy.